Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. User error. The tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not properly removing the air from the syringe when loading a new cartridge. Tandem technical support educated the customer on proper load sequence steps. There was no adverse impact to customer¿s blood glucose level. Additional information was not provided. Multiple follow up attempts were made to obtain additional information, however, a response was not received.